Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready to use. The iesu was returned for failure analysis, but the reported failure (m-11 and c-00 errors) could not be reproduced. However, the errors could be confirmed as having occurred via the error logs. The unit energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, error c-00 was displayed on the integrated electrosurgical unit (iesu) when using bipolar. The m-11 error also occurred. The customer power cycled the system and the iesu, but the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no increase in port size or additional ports placed as a result of the conversion. The patient tolerated the conversion and there was no injury to the patient.